Event description:
It was reported, the connecting tubes were constantly breaking when connecting and disconnecting to the reprocessor. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: d8, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported damaged cleaning tube preventing connection to the cleaning tank connector issue could not be determined, as the device was not returned to olympus for evaluation, however, the issue was likely the result of an external load on the cleaning tube lock lever due to applied force in the wrong direction, causing damage and making it impossible to connect. The event can be detected/prevented by following the instructions for use which state: 9 preparation and inspection: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.